Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device inappropriate classified episodes as atrial tachycardia/atrial fibrillation as the patient was have premature ventricular contractions. The atrial fibrillation sensitivity was reprogrammed to a less sensitive setting. The device remains in use. No patient complications have been reported as a result of this event.